Event description:
Additional information was received from a consumer. The pump was delivering morphine and another intrathecal medication that was thought to begin with a ¿b.¿ the patient¿s prior catheter issue was not resolved as the surgery was never done due to other medical complications. On (B)(6) 2016, the same day as the surgery was scheduled, the patient¿s vitals were way down.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a catheter revision was occurring on tuesday. No symptoms were reported. The event date was unknown. It was later reported that the patient's oxygen saturation was too low to do any procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.